Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information : there were no reports of fragments falling into the patient from reported instrument. There were no reports of patient returning to the hospital due to experiencing any post-surgical complications related to the retention of foreign material. It was unknown if post-surgical tests were performed to check for the remaining fragments. Patient information was not given.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery hook (pch) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken monopolar yaw pulley at the posts. The instrument had broken piece(s) that were missing as a result of breakage. Size of missing piece was approximately 6.25mm. The probable root cause of broken monopolar pulley is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a cracked or broken yaw pulley.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.